Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from the manufacturing representative, regarding a male patient receiving an new pump that still contained sterile water. The indication for use of the device was not reported. The concomitant medications and patient history were not reported. It was reported that on (B)(6) 2016, there was difficulty during the surgical procedure to implant a new pump. The manufacturing representative was unable to aspirate all the sterile water from the pump reservoir. It was noted that they were able to aspirate 16cc of the sterile water, then saw bubbles and then nothing more was able to be aspirated. Three different needles were tried, but they got air again. The health care provider (hcp) was not comfortable utilizing that pump, thus per the hcp's orders they utilized a up pump. No symptoms were reported. The pump was returned for analysis.

Manufacturer narrative:
Device evaluated: analysis of the pump found no evidence of anomalies. Upon arrival, all pump logs were clean, meaning no motor stalls, no motor stall recoveries, of errors of any kind were found in the pump logs. Pump went on to pass all non-destructive testing, and no filling or aspirating issues were encountered. The pump was then filled with 37.5 ml. Of sterile water, then aspirated. This process was repeated five times, with no aspirating or filling issues encountered. The pump was then aspirated then filled with 20 ml. Of sterile water, aspirated and filled for a total of five times, with no filling/aspirating issues encountered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.